Event description:
It was reported the pt's scs system implant procedure was extended due to invalid impedances in one of the pt's leads. The lead was removed and replaced during the surgery, and the pt reportedly has effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.